Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - code 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; code 213 is based upon testing of the retention samples. The returned sample was sealed in a biohazard plastic bag wherein the catheter hub is still connected to an infusion set while the distal portion of the sample was placed inside the container. There is dried blood on the infusion set, inside the catheter hub, and on the catheter tube. To further evaluate the returned sample, the broken end of the catheter tube that remained on the hub, the distal portion, and the catheter tip were viewed under 150x magnification respectively. The following observations were noted on the sample: (I) the broken portion of the catheter tube seemed to be slightly pressed on both sides and with a slight dent mark on the breakage point. A small portion of the tube was also stretched which is because of the applied force. (Ii) the distal portion of the catheter tube was observed slightly pressed. Unlike the remained tube on the hub, the elongation or stretched part is parallel with the remaining tube on the hub. (Iii) the tip deformation or burr on the tip is also a normal indication of usage during the insertion of an IV catheter. Since the material of the catheter tube has not changed, the tensile strength simulation result from the previous catheter tube breakage complaints (B)(4) and (B)(4) was used as part of the investigation. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As stated in the complaint details the problem was encountered after the IV catheter was used.

Event description:
The user facility reported that the involved IV catheter was broken after use, and part of the catheter tube was left in the patient's body. The event occurred post-treatment. Additional information was received 28 sep 2022: the day after surgery, the i.v. Catheter was broken in the patient's body and left in the patient's interfemoral arteriole. The doctor assessed, if it is forcibly removed by surgery, it may cause permanent damage. Additional information was received on 11 oct 2022: on (B)(6), the doctor found only a small piece of proximal hub left in the catheter during the removal of the catheter. On (B)(6), a cxr and CT examinations found that the flexible tube was in the interosseous branch artery of the human left arm. On (B)(6), surgery has been performed to remove the catheter from the human body.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: distributor. The actual device and a reference photo have been returned for investigation. The reference photo of the proximal hub of the actual sample was received wherein the catheter tube broke at the hub tip. Traces of red fluid which appears to be blood was observed inside the catheter hub. The condition of the breakage point could not be confirmed through the provided photo. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We have received twenty-two (22) complaints covering fy20 to fy22 (october 3, 2022), from the same issue where the cause was not identified as related to our product or production process. We have 2 stages of visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack, or partial cut can be detected during these processes. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. The investigation on the actual device is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).